Event description:
During use of the device for cardiopulmonary bypass, the air bubble detection system continually alarmed. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.